Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report # 3005099803-2010-00575 for the other associated device information. It was reported to boston scientific corporation that a wallflex biliary rx partially covered 10x60 stent and a wallflex biliary rx partially covered 10x80 stent were used during a procedure performed on (B) (6) 2010 (male, (B) (6); weight unknown). According to the complainant, the physician attempted to place a wallflex biliary rx partially covered 10x60 stent in a 3cm non-malignant stricture in the middle lower bile duct. The patient¿s anatomy was moderately tortuous and the lesion had not been predilated. The physician felt no resistance when attempting to deploy the stent, but the stent would not deploy. The physician was using an olympus scope (jf260v) with an outer diameter of 11.3 mm. The scope was not in a bent or kinked position. The physician withdrew the device and the scope together and noticed the outer sheath of the device had been stretched. Following the removal of the first device, the physician completed the procedure with a wallflex biliary rx partially covered 10x80 stent. This stent was deployed without issue. The physician experienced no stress deploying the device or withdrawing the delivery system. However, after the stent was implanted, the physician noticed that the tip of the inner sheath (approximately 10cm of the delivery device) had caught on the stent and detached. The physician retrieved the detached piece using straight grasping forceps. The stent was not damaged during deployment or removal of the fractured piece. The stent remains implanted in the correct position. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B) (4) therapy/non-surgical treatment, additional. As the unit has not been returned, boston scientific could not perform a technical analysis. However, a labeling review identified that the device was not used per the directions for use (dfu). The dfu/label states "the wallflex biliary rx partially covered stent system is indicated for use in the palliative treatment of biliary strictures produced by malignant neoplasms." The complaint states that the stent was placed to treat a non malignant stricture, which is contrary to directions in the dfu. As a result this investigation has been assigned the most probable root cause of user/use error.